Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.5/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to glare/haloes. The problem was resolved with the lens explant. The cause of the event is listed as a patient-related factor.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product and residue on the lens surface. Visual inspection found no visible damage to the lens. Claim# (B)(4).